Manufacturer narrative:
H3 product analysis: ¿drawing(s) referenced: (B)(4) rev. F ¿as found condition: the (pli-20) pipeline flex device and (pli-30) phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. ¿damaged location details: the (pli-20) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. The re-sheathing marker was in good condition, while the re-sheathing pad was damaged. The distal hypotube was found stretched. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The braid¿s middle section was fully open. The (pli-30) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was kinked at ~22.5cm from the proximal end of the catheter hub. No voids or flashes were found on the catheter hub. No other anomalies were found. ¿testing/analysis: the (pli-30) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at damaged locations. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned (pli-20) pipeline flex braid¿s both ends were open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿catheter kink/damage¿ report was confirmed, as the returned (pli-30) phenom 27 catheter was kinked. Possible causes of the damage include the guidewire or delivery system being removed aggressively and the user advancing or retrieving an intraluminal device against resistance. However, the cause could not be determined. Additionally, the damage seen on the braid (fraying), distal hypotube (stretched), and catheter (kinked) indicates that high force was used. The damage may have occurred when the user attempted to advance the returned (pli-20) pipeline flex device into the returned (pli-30) phenom 27 catheter against resistance. Possible causes of resistance include frayed ends on the braid, a lack of continuous heparinized saline flush during the procedure, and the user pulling back on/torquing the wire while advancing the pipeline in the catheter. However, the cause of the resistance could not be determined. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: rfx072-115-08mp (lot: b820847). Product ID: fg15150-0615-1s (lot: 227034083). Product ID: qc-6-20-helix-cn (lot: s25bm006c). Product ID: qc-7-30-3d (lot: 230274402). A medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured left cavernous sinus segment aneurysm with a max diameter of 14.7 mm and a 6 mm neck diameter. The landing zone was 4.12mm distally and 5.1 mm proximally. The access vessel was the femoral artery, with 20 mm diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the stent ped-500-30 was positioned, but the stent tip could not be opened at the distal section during deployment despite repeated attempts. Upon delivery, it was found that the tip of the support catheter (navien rfx072-115-08mp and phenom catheter (fg15150-0615-1s) were kinked at the distal section, so it was replaced. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). It was also reported that during axium coil embolization (qc-6-20-helix-cn) via the femoral artery, the catheter was positioned, but there was significant resistance at the middle section when delivering the coil, and it could not pass through the tip of the phenom microcatheter. The catheter and the coil were not damaged. The coil was replaced with another coil (qc-7-30-3d), but this second coil was also stuck in the sheath. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ev3 coils sy2 guidewire, phenom 27 and echelon 10 microcatheter, guide catheter johnson & johnson, cook sheath.